Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates the filter was placed due to a history deep vein thrombosis (dvt.) The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to bilateral deep vein thrombosis (dvt) requiring chronic anticoagulation. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient is reported to have experienced blood clots, clotting, occlusion of the ivc, pain due to swelling, pain in groin, a lack of movement, and anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, decreased mobility, groin pain and swelling do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant is not known. The filters was implanted on or about (B)(6) 2005. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to bilateral deep vein thrombosis (dvt) requiring chronic anticoagulation. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. A recurrent dvt in patients with existing thromboembolic disease is not an unexpected event. Anticoagulation therapy may be used when possible to treat existing dvt to reduce thrombus progression and potentially to reduce subsequent complications. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of one of defendants' trapease filters. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to bilateral deep vein thrombosis (dvt) requiring chronic anticoagulation. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.